Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was staying in the range of 380 mg/dl to 440 mg/dl. Their current blood glucose level was 415 mg/dl. The customer stated they had symptom of hallucinations. They had treated with a bolus from the insulin pump. Troubleshooting was performed and insulin exited without incident. The bolus history displayed all entries based on their recollection. The device passed the basic occlusion test. The device will not be returned for analysis.